Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary problems, recurrence, dyspareunia, vaginal scarring, infection, and bowel problems. It was reported that patient underwent mesh revision on (B)(6) 2007 by (B)(6) due to mesh erosion. It was reported that patient underwent mesh excision on (B)(6) 2012 by (B)(6) due to mesh exposure

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dyspareunia, vaginal bleeding and recurrent rectocele.

Event description:
It was reported that following insertion the patient experienced dyspareunia, vaginal bleeding and recurrent rectocele.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urgency and urge incontinence.

Event description:
It was reported that following insertion the patient experienced urgency and urge incontinence.

Manufacturer narrative:
(B)(4). It was reported that patient underwent dissection and repair of posterior mid-vagina enterocele, excision of large portion of bunched mesh in the distal rectovaginal space, dissection of eroded mesh from the peritoneal cavity and right vaginal sidewall, and takedown of right vaginal sidewall scar band on (B)(6) 2015 by dr. (B)(6) due to recurrent rectocele with enterocele component and mesh extrusion and mesh bunching within the posterior vaginal wall and right pelvic sidewall at (B)(6).

Event description:
It was reported that patient underwent dissection and repair of posterior mid-vagina enterocele, excision of large portion of bunched mesh in the distal rectovaginal space, dissection of eroded mesh from the peritoneal cavity and right vaginal sidewall, and takedown of right vaginal sidewall scar band on (B)(6) 2015 by dr. (B)(6) due to recurrent rectocele with enterocele component and mesh extrusion and mesh bunching within the posterior vaginal wall and right pelvic sidewall at (B)(6).

Manufacturer narrative:
(B)(4).conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04971. The same patient is represented in each medwatch.